Event description:
The facility representative contacted (B)(6) technical services to report a colleague infusion pump with a damaged collar tube load motor encoder; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged collar tube load motor encoder was confirmed during product evaluation. The cause of the reported condition was not identified. The pump head module was replaced to correct the reported condition. Additional information: a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.